Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable pulse generator (ipg) replacement procedure, the physician implanted the replacement device with pacing and capture showing in all chambers. The physician then set the device "on the dry, sterile drape well outside the pocket" to clean the pocket. During the period outside the body the patient experienced sudden asystole. The device was put back into the pocket and pacing resumed. The device remains in use. No further patient complications have been reported as a result of this event.